Event description:
Customer reported that he had unexplained high blood glucose of 338 mg/dl. Customer stated that the insulin pump is alarming and he was unable to clear the alarm. Customer stated that his insulin pump is cracked and the bottom is all loose. Customer also stated that he got in the swimming pool with the insulin pump on and he can see fluid under the display window. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked end cap. Moisture damage found on electronic assembly/motor. All buttons functioned properly and no moisture damage on keypad traces noted. No alarm during testing noted. The insulin pump had bleeding on lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.